Manufacturer narrative:
The explantation date (d7 field) was corrected.

Event description:
Reportedly, an estimated residual longevity of 36 months was displayed on the programmer screen on (B)(6) 2018. However, the estimated residual longevity displayed on (B)(6) 2019 was below 3 months. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, an estimated residual longevity of 36 months was displayed on the programmer on (B)(6) 2018. However, the estimated residual longevity displayed on (B)(6) 2019 was below 3 months. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.